Manufacturer narrative:
The field service engineer (fse) found that the probe leaked when it retracted into the probe transverse assembly due to the diluent filters that were not sealing properly and worn tubing in aspiration pinch valve. He replaced the pinch tubing and diluent filters to resolve the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported that less than 10 cc leaked from the coulter act diff 12 analyzer probe is leaking and controls were out. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event.